Event description:
According to the clinician, the pump was found to be running, but the fluid was not infusing. The clinician stated the nurse had not spiked a new bag of dopamine. The spike was in the port, but had not penetrated the bag. The pump was set and running at a rate of 12mls/hr. Reportedly, the incident was noted approximately 1 hr after the new bag was hung, as the pt developed hypotension. At this time the nurse reported finding the drip chamber collapsed and no fluid running. Reportedly, the nurse then spiked the bag of dopamine, which had not been spiked, the nurse reported that there were no pump alarms associated with this event. According to clinician, the pt's hypotensive episode was transient, and the pt's b/p was corrected when the infusion was restarted. According to clinician, there was no pt injury associated with this incident.